Event description:
The following was reported on (B)(6) 2014, "blood back (balloon ruptured) while in use on a pt, removed balloon from pt. Pt was ok". The following was reported on (B)(6) 2014: "pt (pt) presented to the cath lab on (B)(6) 2014 post arrest and hypertensive. Pt noted to have severe coronary plaque and it was felt that she 'may' have aortic plaque as well. A sensation 40cc iab was inserted in the ccl (cardiac catheterization lab) by the physician. The pt had many complications post ccl procedure and arrested again a little later this day. They performed CPR and they noticed that the balloon pump had a 'funky waveform' after they performed CPR. They put the pump in standby and noticed that the pt started to deteriorate so they placed the pump back in therapy mode (pressed start). In the evening on tuesday ((B)(6) 2014) around 7 pm the pump alarmed 'low helium' and then performed an autofill and the pump started working again. When this was done, they noticed that the iab had blood in the tubing. They felt that the iab must have developed a leak so they made the decision to discontinue the therapy". "The pt was on several meds and was not responding well. Unfortunately, the pt expired on (B)(6) 2014. The customer told the company representative that this was not related to the balloon pump but rather had multiple other issues which lead to this".

Manufacturer narrative:
The company representative observed blood in several parts of the iabp. He replaced all contaminated parts. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The production device history record (DHR) of the iabp involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. (B)(4).